Manufacturer narrative:
A biomérieux internal investigation was performed following notification from a customer in singapore of obtaining an organism misidentification while using the vitek® ms instrument (ref. 410895, serial number (B)(6)). The instrument obtained a low discrimination result between enterobacter asburiae / enterobacter cloacae twice, and then corynebacterium auriscanis when tested a third time. Investigation fine tuning the instrument fine tuning status was good at the time of acquisition. Spot preparation quality spot preparation was not optimal. The sample ¿all peaks¿ values were heterogeneous. Kb review: the expected identification is corynebacterium resistens, which is not present in the customer¿s knowledge base version (v3.2). Sample data analysis for the initial tests, reprocessing of the customer data with vitek ms kb v3.3 (under development), spectra led to ¿no identification.¿ there is no misidentification anymore. It could be a species not present in the vitek ms kb v3.2. The retest identification (c. Auriscanis) was obtained from a spectra having a low number for peaks (43) as compared to the initial tests (54-61) as well as having a low identification score (-0.2), which was near the acceptable limit (-0.4) for giving an ¿identification¿ result or a ¿no identification¿ result. This confirms that it could be species not present in the vitek ms kb v3.2. R&d sequencing testing the strain identification was confirmed by full-16s sequencing. It has been identified as corynebacterium resistens, which is not present in the vitek ms databases. Root cause analysis the root cause was determined to be a system limitation. The following is mentioned in the vitek® ms v3.2 knowledge base user manual (ref. 161150-924-a): ¿testing of species not found in the database may result in an unidentified result or a misidentification. Interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿ a change request has been initiated to add corynebacterium resistens to a future knowledge base version. Additionally, it was recommended that local customer service check sample preparation with the customer and provide customer training materials to improve their spot preparation technique.

Event description:
A customer from (B)(6) notified biomerieux of obtaining a misidentification of a gram positive bacilli with the vitek® ms instrument (ref. 410895, serial number (B)(4)). The sample was isolated from a positive biopsy culture. On (B)(6) 2020, the customer spotted and tested the organism on vitek® ms for identification and obtained a low discrimination result between enterobacter asburiae / enterobacter cloacae twice (from primary plate and subculture plate). On (B)(6) 2020, the organism was retested on vitek® ms and identified as corynebacterium auriscanis. Alternative test methods performed on this organism: gram stain: gram positive rod (discrepant with enterobacter species); api coryne : no identification result; vitek® 2 gp card: kocuria rosea (many negative reactions - low growth observed). The initial identification as e.cloacae was reported to physician. They were subsequently informed that the initial identification report was incorrect. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.